Manufacturer narrative:
(B)(4). Evaluation, results: (cva/stroke), (unknown cause of stroke). Evaluation, conclusion: (unknown cause of stroke).

Event description:
A talent captivia stent graft system was implanted in a pt for the endovascular treatment of 4.4 cm in diameter thoracic aortic aneurysm. It was reported that the pt had a previous placement of an elephant trunk procedure for the descending thoracic aneurysm. The pt's thoracic aortic neck was 20 mm in length. The physician implanted three thoracic stent grafts from the subclavian artery down to the celiac artery. (MFR report # 2953200-2011-01674, 2953200-2011-01675). There were no issues reported during the stent graft procedure. It was reported that later the pt experienced a cva/stroke sometime over the following 48 hours. No additional details have been obtained. An internal review of the pre-implant cta was inconclusive as to the cause of the stroke.